Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported sometimes when she was trying to connect to her pump to deliver a bolus it gets stuck at 91% for about two minutes. It was reported that it always finally connects to deliver a bolus. It was also reported it had been this way since date of implant (doi). Patient symptoms were not reported. The date of the event 2019-sep-13. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.